Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose and the insulin had multiple no delivery alarms. Blood glucose value was over 500 mg/dl. It was stated that the no delivery alarm was resolved by changing the infusion set. The insulin pump will be returned for analysis.